Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose (bg) 366 mg/dl and school nurse administered an insulin injection to lower bg. Tandem technical support offered to perform a pump system check; contact declined.